Manufacturer narrative:
(B)(4). Damage to drive connector or coupling. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the motor drive unit was dropped on (B)(6) 2011 and now the drive motor shaft is bent and causing a vibration. It was not during a procedure and there were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Evaluation confirmed that the unit ran very loud which was due to a misaligned coupler.